Manufacturer narrative:
The biomedical engineer (bme) reported that 3 of their central nurse's stations (cnss) received the error of "monitor service disconnect" and was unable to monitor devices. The cnss were rebooted, but that did not resolve the issue. Nihon kohden technical support (tech support) asked them to check on the network switch. They saw that the allied telesis switch is plugged into a dead ups; therefore, the switch is not powered on. They will replace the ups with a spare one to fix the issue. The ups had failed which caused the switch to not get power, which in turn caused the cnss to get the error: "monitor service disconnect." The customer will be replacing the ups, and this will allow the switch to get power again. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that 3 of their central nurse's stations (cnss) received the error of "monitor service disconnect" and was unable to monitor devices. The cnss were rebooted, but that did not resolve the issue. Nihon kohden technical support (tech support) asked them to check on the network switch. They saw that the allied telesis switch is plugged into a dead ups. Therefore, the switch is not powered on. They will replace the ups with a spare one to fix the issue. The ups had failed which caused the switch to not get power, which in turn caused the cnss to get the error: "monitor service disconnect." The customer will be replacing the ups, and this will allow the switch to get power again. No patient harm was reported.